Event description:
It was reported that shaft break occurred. After preparation of a 3.00mm x 15mm emerge¿ balloon catheter, the device's shaft was kinked and was separated in 2 parts. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).